Event description:
It was reported that during a procedure using the paragon t2 with integrated cable, the tip of the wand allegedly crumbled and debris possibly fell into the surgical site. The surgeon was unsure if all debris was removed from pt. The procedure was completed with a back up paragon wand, without significant delay. There were no pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.